Event description:
On (B)(6) 2024, patient underwent an endovascular procedure, to treat a zone-9-infrarenal aneurysm, utilizing cxt device. During the procedure, after the device was already deployed, physician attempted to retract the delivery catheter, but the olive tip could not be removed due to patient's tortuous anatomy. Physician pulled out the delivery catheter with force, and the catheter olive tip broke. In addition, the sheath was also difficult to advance during the procedure, and the sheath was kinked when it was pulled out, due to this tortuous anatomy. Physician was able to remove the broken piece, with no further issues using a snare. Patient tolerated the procedure and no patient harm occurred. No further patient information or images are available.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section g3/g4. The device was returned for evaluation. Product evaluation summary provided the following information: the inner member of the catheter was broken. The broken part has evidence of necking and multiple kinks. The leading tip is fully/properly bonded to the inner member. No damage to the trailing end of the leading tip was observed. There is inner member present within the outer body indicating that the transition bond (the location in which the outer shaft and inner member are bonded) was intact. The bonds did not appear damaged. Based on the measurements of the catheter, it appears the catheter stretched before breaking, suggesting a tensile break failure mode. These observations are consistent with the leading tip being pulled with force. Based on the findings from the evaluation, the condition of the returned device is consistent with the physician¿s observations that the ¿physician pulled out the delivery catheter with force, and the catheter olive tip broke.¿ the root cause of the leading tip of the catheter breaking from the device could not be determined with the current information and therefore the physician¿s statement that ¿the olive tip could not be removed due to patient's tortuous anatomy¿ could not be determined with the available information.